Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The lock had movement and required replacement of worn internal parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after the surgeon had pinned the patient for a craniotomy for tumor resection procedure, he was uncomfortable with the locking mechanism on the rocker arm side of the mayfield modified skull clamp (a1059). He felt that there was not enough tension when turning the lock to provide adequate cranial stabilization. The device was in contact with the patient, and there was a delay for 15 minutes with no adverse consequences to the patient. The surgeon did not proceed with the c clamp. The device was removed and a new a1059 mayfield c clamp was used.